Event description:
A report was received that the patient's ipg was implanted too deep in the pocket causing the patient difficulty in charging. The physician replaced the patient's ipg and the patient is reportedly doing well.